Event description:
The customer called into philips to report the paddles can´t be correctly fixed to the system since fixation latch of green paddles connector is broken. The patient was involved but there was no adverse patient impact.